Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for the pacing value being below the programmed value. Review of device data noted crosstalk oversensing of the atrial signal on the right ventricular (rv) channel. Varying amplitude measurements were also noted on the rv channel. The crt-d remains in service and no adverse patient effects were reported.